Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the seal disengaged. The surgeon apllied another device to complete the procedure. The hospital has reported that no pt injury occurred.